Event description:
It was reported that during remote training the user was unable to turn and seat the connector with a cartridge inserted into the ilet, while the connector could engage when no supplies were attached, and a replacement ilet was arranged. Symptoms included no adverse clinical effects and no blood glucose impact because therapy had not been initiated. Outcomes included shipping of a replacement device and education and troubleshooting provided to the user. Investigation included troubleshooting during training to replicate the connection issue. Investigation of the returned device revealed a connector-to-cartridge mechanical interface problem that prevented proper attachment, consistent with a device mechanical issue localized to the connector/cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the connector interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.